Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported abdominal pain and hospitalization for acute peritonitis. There has been no reported allegations/nor any documentation that shows a liberty cycler/ liberty cycler set product deficiency or malfunction that caused or contributed to the patient¿s peritonitis event. The etiology for the patient¿s peritonitis infection cannot be determined with the available information. The patient had concomitant enterocolitis and constipation which increase the risk of peritonitis and may have confounding factors. Additionally, the patient has a previous history of pd catheter-associated and diverticulosis-associated peritonitis which also increases the risk for peritonitis events. The patient¿s pd catheter required removal due to catheter blockage and the patient was transitioned to hemodialysis. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) presented to the emergency room (ER) with three days of generalized pain and reports of diarrhea. The patient also reported observing bright red pd effluent during ccpd treatment earlier that day. The patient was admitted into the hospital for further evaluation and medical management. An abdominal/pelvic computerized tomography (CT) scan revealed some thickening of the ileum, cecum and ascending colon consistent with ileocolitis and the presence of a mildly complex ovarian cysts. Additionally, initial evaluation of the patient¿s pd effluent culture revealed an elevated white blood cell (wbc) count (2466) with 97% neutrophils and growth of gram positive cocci (unknown organism) consistent with acute peritonitis. The patient¿s blood wbc was also elevated at 11.38. The patient¿s blood pressure was recorded borderline low believed to be associated with systemic inflammatory response syndrome (sirs) secondary to acute peritonitis infection and ileocolitis. The patient was initially ordered to continue pd therapy while hospitalized. However, the patient was not able to tolerate ccpd due to diffuse/ sharp abdominal pain and failure to drain from the pd catheter. The patient was treated with the antibiotics vancomycin, 1 dose, rocephin 2 gram intravenous (IV) every 24 hours and metronidazole 500 mg IV every 8 hours. The patient¿s abdominal pain was treated with IV morphine and dilaudid. Also, the patient reported not having a bowel movement for 6 days and was constipated; and received lactulose. The pd catheter was removed during hospitalization and the patient was transitioned to hemodialysis. Per documentation in the patient¿s discharge summary, the source of the patient¿s acute peritonitis could have been associated with pd versus associated with concomitant enterocolitis. The patient vitals signs recorded in the discharge summary received were stable and patient afebrile. The patient¿s elevated blood wbc resolved. Further details surrounding the patient¿s hospitalization course are unknown.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.